Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that ten unopened samples that pertains to product code w8667 were received for analysis. Upon initial inspection of the returned samples, no external damages were observed on the packets. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand with no anomalies or issues related to suture breakage observed during evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ was there any issue reported with the products associated with lot number ucbbxh? --yes. ¿ if yes, how many of the 10 reported products presented the alleged deficiency? --2 products with lot ucbbxh occurred suture breakage, which will return 10 representative samples for analysis. And also 2 products with lot tpbbka presented the alleged deficiency and which will return 1 sample for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic valve mechanical valve replacement surgery on (B)(6) 2026 and suture was used. During the surgical procedure for the patient, suture was used to suture the interior of the heart. However, during use, the suture was prone to breakage when knotted, and the same situation persisted for several consecutive sutures. The doctor used alternative suture instead. There were no patient consequences reported. Additional information was requested.